Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Evaluation of the returned devices, the complaint was not confirmed. The reported failure was not able to be duplicated. No physical or functional abnormalities noted during inspection. A definitive root cause could not be determined. The reported failure can likely be attributed to user error. It is unlikely the energy generator or adapter cord contributed to the reported failure as the case was completed using another cutting forceps from the same box. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: per page 2 of the device IFU (pn0013496 rev aa), functional testing of the device is to be completed prior to surgery. The device is to be activated, touching the coagulating surfaces to a saline-soaked gauze pad. "If steam is not observed, do not use the device and call olympus customer service. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that the device was experiencing an out of box failure on the everest 3006 cutting forceps. The user received an error message and then the device stopped functioning. The user was able to replace the device with another similar device that functioned as intended. This event did not cause any significant delays. There was no patient injury or harm reported. The user advised that this was an isolated issue with the device after the generator had been replaced. No additional information was provided.